Event description:
It was reported that during the device implant procedure, there was "some difficulty" because the pt had a previously fractured coccyx. Specifically, the physician had a difficult time inserting the wire and the coccyx was re-fractured. The pt had the neurostimulator re-adjusted about 2 weeks ago, and it was found that the electrode had some "broken contacts". There was some improvement in pt symptoms a day or two following the adjustment, but she now experienced a return of her symptoms. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).